Manufacturer narrative:
Description of event: as reported, while obtaining access for an intercranial intervention procedure, the hub separated from a micropuncture transitionless stiffened cannula access set upon removal of the device. Access was obtained in the right femoral artery through scarred anatomy. Resistance was not reported. A hemostatic valve was not attached to the device. As the user attempted to remove the device over an unspecified amplatz wire guide, the hub separated. The procedure was completed using the complaint device. Investigation ¿ evaluation a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of documentation, the instructions for use, manufacturing instructions, and quality control data. One mpis outer catheter was returned. The hub was separated from the catheter material. There was material elongation at the proximal end measuring 7mm. No other issues were noted. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: ¿when inserting, manipulating or withdrawing a device through an introducer, always maintain introducer position¿; ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt¿. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. As the lot number was not provided a definitive cause for this complaint could not be determined. Possible causes such as procedural/user issues, manufacturing issues, and/or device failure cannot be ruled out. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, while obtaining access for an intercranial intervention procedure, the hub separated from a micropuncture transitionless stiffened cannula access set upon removal of the device. Access was obtained in the right femoral artery through scarred anatomy. Resistance was not reported. A hemostatic valve was not attached to the device. As the user attempted to remove the device over an unspecified amplatz wire guide, the hub separated. The procedure was completed using the complaint device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.